Event description:
It was reported that downstream occlusion alarm was noticed in an infusion pump when used with a continu-flo solution administration set. The reported condition occurred when a non-baxter phaseal device was connected to the lower right connector of port of the set, during chemo therapy. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.